Event description:
Baxter (B)(4) received a report that an infusor leaked from a hole on the coiled tubing during patient use. The device was filled with a solution of ropivacaine hydrochloride hydrate. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 5 ml in the housing. Visual examination of the unit confirmed a leak inside the housing. A functional leak test was subsequently performed by manually filling the device with red water. During fill, leakage was detected at the coil tubing. Visual examination of the coil tubing noted a tiny hole where the leak had came out. The root cause of the leak was determined to be a pin-sized hole on the coil tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.